Event description:
See "initial report" and "root cause analysis" in attached report for add'l details. The analysis and measurement findings of pt a's report were appended to the analysis and measurement findings of pt b's report. A textural report that included the corrupted findings was created and stored on the vericis system, and a copy of this report was also posted to the his. Customer stated that no known treatments have been administered as a result of the incorrect findings because the conclusion sections of the report have been accurate. There may be billing implications from the corrupt reports as indications do influence the billing code.